Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure a hole was identified in the cylinder. No information was provided about the patient's outcome.